Event description:
Pt arrived for extracorporeal photopheresis procedure (ecp) treatment. Shortly after the treatment was begun using the cellex instrument (B) (6), there was a "centrifuge bowl leak" alarm. We had to abort the kit and determine the breach in the kit sterility. The kit was sequestered for biomed. Approximate blood loss = 147ml. The pt remained asymptomatic and vital signs were stable. A new kit was primed on a different cell ex instrument (B) (6). We were able to proceed with ecp and complete treatment. Note: we also had three "buffer volume exceeded" alarms during this treatment, possibly indicating a lower hematocrit or cloudy plasma. The plasma appeared clear. A stat complete blood count was sent at the end of the completed ecp treatment.

Event description:
Pt arrived for extracorporeal photopheresis procedure (ecp) treatment. Shortly after the treatment was begun using the cellex instrument #40158, there was a "centrifuge bowl leak" alarm. We had to abort the kit and determine the breach in the kit sterility. The kit was sequestered for biomed. Approximate blood loss = 147ml. The pt remained asymptomatic and vital signs were stable. A new kit was primed on a different cell ex instrument #40156. We were able to proceed with ecp and complete treatment. Note: we also had three "buffer volume exceeded" alarms during this treatment, possibly indicating a lower hematocrit or cloudy plasma. The plasma appeared clear. A stat complete blood count was sent at the end of the completed ecp treatment.